Event description:
The unremediated pump was returned to baxter for service. During product evaluation, the baxter technician reported an infusion pump with an intermittent channel select key on channel b. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the condition of a pump with an intermittent channel select key was discovered on the channel b pump head module (phm) keypad. There was no stated root cause for this event. The channel b phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated under CAPA.